Manufacturer narrative:
H6 - health effect clinical code: 4581 - over/under correction. H6 - type of investigation: 4110 - lens work order search: no additional similar complaint type events reported for units within the same lot. Manufacturing narrative: over/under correction, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced over/under correction. The lens was exchanged with a same length lens and different power and the problem was resolved. The cause of the event was reported as unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.